Event description:
It was reported that patient was having pain in the sciatica nerve area. Patient experienced symptoms include acute pain in right hip following a fall. Patient fell in (B)(6) 2010 and broke her right hip. She had issues since then. Patient status was undetermined. It was noted that the implantable neurostimulator was implanted on the same side of her sciatica nerve. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the cause of the event was the sciatica. It was further reported that the patient's chief complaint was of back pain. It was noted that the patient has sciatica and a hip fracture on her right side. It was noted that the patient denies any problem with continence, shows atrophic external genitalia, vagina is slightly stenotic, and uterus and cervix are absent. It was further noted that the back appears to be showing good healing with operative sites intact, no erythema, swelling, or point tenderness. The device is palpable beneath the skin surface. It was also reported that the patient did not require hospitalization.

Manufacturer narrative:
Product ID, 3889-33 lot# v867790 implanted: 2012 (B)(6), product type lead. (B)(4).